Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said they don't believe their stimulator is working. Patient said they charged their devices this morning and tried to turn it up a little bit and got a message that said internal device has lost all data call your clinician. Patient called their clinician and was told to call medtronic. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the device was not working due to low battery caused by normal battery depletion. The device was replaced on (B)(6) 2025. It was reported that the issue was resolved. The stated cause of the por was unknown. It was reported that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.